Event description:
It was reported that during a laparoscopic tubal ligation procedure the blade did no retract after inserting the device. The case was completed with the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Reset button armed bullet_not_retracted post cut the analysis results of the d11lt found that it was received with the reset button in armed position and the bullet could be retracted to expose the knife. Upon functional testing of the device, during six non-consecutive test sequences the reset button remained in the armed position and the bullet could not be retracted to expose the knife. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.